Manufacturer narrative:
It was reported to davol that there was a hole found in a kugel patch during placement. The device was not implanted and there was no pt injury. The mesh was returned and it was confirmed to have a 3/4-inch tear. Currently, it is unk what may have caused the hole in the mesh. A mfg review was performed and found no evidence of mfg related cause for the mesh's condition. With the info available, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2010 - it was alleged that there was a hole found at the inner side of the memory recoil ring of the patch during placement.